Manufacturer narrative:
(B)(4). Approximate age of device - 28 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal (gi) bleeding. At the time of admission, patient¿s hemoglobin level was at 6.4 and the inr was 2.7. The patient''s symptoms included dark stools, however, an endoscopy performed did not show any active bleeding. During the admission, the patient was transfused with two (2) units of packed red blood cells (prbcs) and was also managed with an intravenous venofer. The pump parameters were reportedly stable the vad was operating as intended. On (B)(6) 2017, patient was discharged with lower inr goal. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.